Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was released from the hospital and was taking a lot of pain medication. It was stated that the customer can not stay on the insulin pump therapy until someone in the house learns how to use the device. The caller stated that the customer was in the emergency room with high blood glucose of 511mg/dl. The caller stated that the customer can not operate her insulin pump while taking her pain medication. No further information was provided.